Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was heavily calcified and moderately tortuous. The xience sierra 2.75 x 33 stent was deployed a non abbott balloon was used. Then, a xience sierra 3.0 x 23 stent was deployed in the proximal left anterior descending coronary artery and post dilated with an nc neo balloon. The stent was elongated and a strut reached to left main as seen on ivus. As per physician, it is not known the reason of elongation of the stent strut; the elongation was noticed after completing the procedure during angiography. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported stretched stent could not be determined. Factors that could contribute to a stretched stent include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. Based on the information provided and without the device to examine, a definitive cause for the reported stretched stent cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. It was reported that a xience sierra drug eluting stent (des) 3.0 x 23mm was deployed in a proximal left anterior descending (lad) artery that was moderately tortuous and heavily calcified the lad was then post dilated with an unknown sized nc neo balloon dilation catheter (bdc). A ¿ryuei¿ bdc 1.5 x 10 and unknown cutting balloon was used to modify the calcified artery prior to the des being delivered and deployed. A xience sierra des 2.75 x 33mm was also deployed in the proximal lad, assuming this was distal to the 3.0 x 23mm des but cannot confirm with the media provided or the information in the report. The cine was unable to determine a probable cause of why the drug eluting stent (des) elongated and extended in the lma based on the ivus media and information provided in the complaint report.